Event description:
It was reported that the stent graft which was implanted in (B)(6) 2014 in the right subclavian artery was found to be blocked. Then a bare stent was deployed, overlapping and extending the stented area proximally. No pt injury was reported. This is the same pt as reported in medwatch report # 961442-2015-00013 and 961442-2015-00015.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.